Manufacturer narrative:
Device returned to spectrum medical for investigation. Investigation found that the blood contamination made finding what caused the initial stiffness in the bobbins impossible. The user stated they were aware of the faulty device and decided to use the device anyway, this is considered user error. Device is beyond economical repair due to fluid ingress (blood contamination).

Event description:
User reported that the bobbin of the roller pump was very stiff before bypass but continued to be used by team. User reported that they had difficulty setting the tubing in correct raceway due to stiff bobbin during the case the tubing "rucked up " and spilt causing an interruption to the blood flow. There was no patient harm as a result of this event.